Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the pacemaker was in backup vvi mode. An initial device download was performed unsuccessfully. The device was successfully restored using a different firmware download method. Patient was stable throughout the process.